Manufacturer narrative:
Olympus followed-up with the user facility to gather additional information regarding this report. The user facility reported that the image became intermittent, developed horizontal and vertical lines, and the remaining image was snowy when the subject device reached the cecum. The users reportedly attempted to troubleshoot without success. The device reference in this report was returned to olympus for evaluation. The evaluation confirmed that the image on the scope was found flickering intermittently when the bending section was manipulated. The cause of the phenomenon was isolated to the ccd unit. The unit was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the image quality developed lines and snow to the extent the users could no longer visualize the patient's anatomical structures. The intended procedure was completed with a different olympus endoscope. There was no patient harm reported.